Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient got admitted and was diagnosed pre-operatively with l5-s1 lumbar spondylolisthesis with neural foraminal stenosis and joint instability. Patient underwent the following procedures: decompressive lumbar laminectomy l5-s1; transforaminal lumbar interbody arthrodesis l5-s1; use of prosthetic interbody device, l5-s1; posterolateral arthrodesis l5-s1; pedicle screw instrumentation l5-s1; use of locally obtained morcellated autograft per op-notes: "interspace was sized for interbody cage and locally obtained morcellated autograft wrapped by rhbmp-2 soaked sponge was placed into the disk space and pushed to contralateral side. A 10 x 20 peek cage was filled with the rhbmp-2 soaked sponge." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.